Event description:
Raytecs that came in the basic lap pack were falling apart. There was a strand left behind on the pt's needle localization wire. The surgeon noticed and removed the strand. Medtronic, (B)(4), u.s. FDA safety report ID# (B)(4).